Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgeon is concerned that the two-piece construct of the fixed reference sizing guide can allow a surgeon to unwittingly notch the anterior femur if the stylus is not completely tightened. He indicated that, while reps and scrub techs should ideally ensure that it is tightened, there are no markings on the device that readily indicate if the stylus is tightened. He said that this happened to him recently, resulting in a "big notch" that extended 4" proximally. He implanted a cemented stem on a ps component to ensure adequate implant fixation/longevity. He has formally requested the design be changed. This event also caused a 45-minute surgical delay.